Manufacturer narrative:
The device was returned to evaluation and the customer¿s allegation was confirmed. The issue was caused by dirt deposit on the light guide cover glass. This caused the illumination to be uneven. Scratches were found on the connecting tube, switch box, control unit, grip, switch button one (1), side cover, universal cord, side connector, adhesive on the rubber of the bending section cover and the protector of the universal cord on control section side. Dirt was found on universal cord, protector of the universal cord on control body connector side, electrical connector and the light guide cover glass. Dents were found on the forceps channel port and the control body side cover. The rubber of the bending section was worn, the connecting tube was wrinkled, the image guide protector was cut, the side cover is discolored, the side cylinder was shaved, forceps elevator has debris and the charged coupled device (ccd) was damaged causing the image to have dots. The angle wire was worn, which caused the play of up/down and right/left knob and the bending angle to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a light issue in the image. The illumination was not proper as the light was dim or low. This was observed during the cross-check that occurred after the reprocessing. The subject device was cross-checked with another system and the issue remained. During inspection of the returned device, foreign material was found on the forceps elevator, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: date rec¿d by MFR: the aware date for the initial is 06jan2022 and not 10jan2022. Updated information: date of event. This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, additional information from the reporter, and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: due to knife ¿ wire (k-wire broken), forceps elevator did not work and reprocessing under forceps elevator was insufficient, allowing debris to remain. User¿s brushing method of/around forceps elevator is differed from the instructions for use (IFU) recommendation. Facility staff was less trained on device handling, usual reprocessing and reprocessing before returning the device for repair in accordance with IFU. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning:brush the forceps elevator¿. Moreover, IFU (operation manual) instructs to check foreign material at forceps elevator during inspection prior to use in ¿inspection of the endoscope¿. The suggested event was detectable. Additionally, IFU specifies about reprocessing before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.